Manufacturer narrative:
The complaint is unconfirmed - no defect found. The association between coopervision lenses and the event is unconfirmed.

Event description:
Received/assessed initial non-reportable complaint on (B)(4) 2014. Reassessed to reportable on new medical info (B)(4) 2014. Onset r eye red/pain (B)(6) 2013. Saw dr. (B)(6) at (B)(6) health. Relates scratch inside r eyelid. Eye drops/lens rest prescribed. Followup with dr. Joshi provided no add'l info, asked follow up to be redirected to ecp. Appx mid (B)(6), proclear lenses inserted, c/o r eye pain. Also l eye when switched. Saw dr. (B)(6) at (B)(6)on (B)(6) 2013 - (B)(6) 2014 for 6 visits. V-1: r eye small corneal scar, l eye injected. Cultures obtained, abx/steroid prescribed prophylactically r eye. V-2: cultures neg and rx and discontinued. Cl wear may be resumed. V-3: cl wear stopped. Both eyes injected r > l, shallow ulcer r cornea and periph corneal infiltrates. Cultures obtained, r eye abx prescribed. V-4: r corneal ulcer healed, infiltrates resolved. V-5: both eyes injected. No gpc. R eye corneal staining. Abx replaced with abx/steroid both eyes. V-6: r eye pain and r corneal staining resolved. Cultures neg. Eyes remained red. Patient returned to work. Final dx: r eye non-bacterial keratitis and bilateral conjunctivitis.